Event description:
The customer initially contacted via co's 1-800 number on 1/22/97, reporting low temperature readings. The day preceding the seizure, the customer began monitoring her daughter's temperature because the child was cutting a tooth and "felt warm". At this time, readings of 99.3 f were obtained. Although the child's healthy baseline temperature had been established as 97.8 f, no medication was administered. The customer continued monitoring the child throughout the day. Later that evening, a temperature reading of 98.4 f was obtained. A few minutes later, the child experienced a febrile seizure. The customer took her child to the hosp, where the temperature reading of 98.4 f was obtained once again with her home thermometer. This reading was compared to a reading of 103 f, which was obtained rectally. An IV was administered, blood and urine tests were performed, and an x-ray was taken. The child was diagnosed as having an ear infection and an antibiotic was prescribed.